Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump under delivered. Pump residual volume at 100 ml and administered volume was 93 m/l. Per reporter, more medication was to be delivered. No patient injury was reported.